Event description:
During an aortic arch replacement, it was reported, blood oozing from graft wall perfusion line. At the end of the ecc and when the patient temperature was re-warmed, it was observed, blood oozing from the body graft. It was reported that it took 2 hours to perform hemostasis. Since post-operative drainage continued to collect blood, patient underwent an additional procedure to stop graft bleeding. Patient was reported to be in stable condition.

Manufacturer narrative:
Two small graft portions were returned from the institution. Since the samples were poorly preserved in a plastic pouch and completely soaked in blood, it was not possible to perform any testing (water permeability) without contaminating the test equipment. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was evidenced in the collagen coating records. The review of the water permeability testing of a product coated on the same day as the complaint device indicated a value well within product specifications. A reserve sample from the same coating period as the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No leakage was observed and no poor collagen adherence was noted during the test. No conclusion can be drawn. Product testing performed on similar products would tend to indicate that the device was not defective.